Event description:
When the catheter was connected to the cable, the image displayed on the monitor was poor. Trouble shooting was unsuccessful. The catheter was removed and a new catheter was used. The new catheter produced a clear image. No injury to the patient.